Event description:
The complainant reported a (B)(6) white female had impella cp smart assist pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The pigtail perforated the ventricle.

Manufacturer narrative:
The impella cp smart assist pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white female had impella cp smart assist pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The pigtail perforated the ventricle.

Manufacturer narrative:
The impella cp smart assist pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Manufacturer narrative:
Since the original report was filed, the investigation into the ventricular perforation has concluded. Imaging, pump, and data logs were returned from the EU for consideration and analysis. The perforation was determined to be due to improper pump positioning. The failure mode will be monitored and trended.